Manufacturer narrative:
Product ID 37714, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(6).

Event description:
It was reported that there was high impedance of >10,000 ohms on several electrode pairs. It was noted that there was an abdominal and thoracic implant site. It was noted that about 10 days prior to report stimulation was possible albeit low battery and about seven days ago, it became impossible to update both implantable neurostimulators (ins) and patient programmer. It was noted that on 2013 (B)(6), the dealer attempted telemetry using the clinician programmer but could not do it. It was further noted that communication was restarted through procedures for recovery from overdischarge and a full charge was obtained after 60 minutes of charging. It was noted that telemetry was performed again on 2013 (B)(6). When performing the operation check, data was transferred from the clinician programmer to a pdf file, the calendar function was not working. It was noted that the date screen was blank and so it was adjusted to the appropriate day and time. It was further noted that a report was accepted that day and there was an additional report saying that a power on reset (por) had displayed on the thoracic ins implant site and the physician mark was displayed on the patient programmer in recovery from overdischarge. It was noted that supposing overdischarge had occurred, the period was too short considering that it was possible to use the product about ten days prior to report. The por displayed showed up so ¿something¿ must have happened but there were no changes to the patient¿s living environment, nor did anything in particular occur in the patient¿s environment over several months following implantation. It was noted that the past charge history was not checked and so the dealer would check it again and report back.